Manufacturer narrative:
(B)(4). Concomitant products: 63070001 nonporous femoral component size 1 60294315. 620108909 nkii durasul congruent artsurf60462217. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty. The patient experienced residual stiffness and required a synovectomy.